Event description:
The line separated from the hub and migrated. The migrated portion was surgically removed without further complications.

Manufacturer narrative:
The complaint was confirmed, and the cause appears to be user related. There was a break in the 4 fr groshong catheter within the two-piece connector. The break was located distal to the compression sleeve. Elastic weakness was detected in the proximal end of the distal catheter segment, which indicates that the tubing was subject to excessive tensile stress. The 4 fr groshong tubing was properly attached to the two-piece connector and no manufacturing defects were found on the product. The product IFU provides techniques for securing and maintaining the catheter. A chr of lot # reub0985 showed on other similar product complaint(s) from this lot number. (282275)